Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Complaint sample was evaluated and the reported event was confirmed. Visual evaluation of the returned products identified that there was debris inside the sterile packaging which is consistent with the appearance of foam debris from the foam packaging inside the sterile barrier and black debris consistent with porous material from the device. Device history record (DHR) was reviewed and no discrepancies were found. Device history record (DHR) was reviewed and no discrepancies were found. These products were likely conforming when they left zimmer biomet control. The root cause of the reported issue is attributed to transit damage causing the foam packaging and porous material from device to become abraded and shed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: tprlc 133 t1 pps ho 12x144mm, cat# 51-104120, lot# 3727047. Tprlc133 mp t1 pps so 6x97.5mm, cat# 51-108060, lot# 2569203. Tprlc xr t1 pps 14x148mm, cat# 51-105140, lot# 2931353. Tprlc xr t1 pps 17x154mm, cat# 51-105170, lot# 2844723. Tprlc 133 t1 pps ho 13x146mm, cat# 51-104130, lot# 3714345. Tprlc 133 t1 pps so 15x150mm, cat# 51-103150, lot# 3262138. Tprlc 133 t1 pps so 15x150mm, cat# 51-103150, lot# 3386951. Tloc 133 mp sp t1 ppsho 6x97.5, cat# 51-109060, lot# 3433002. Tprlc 133 t1 pps ho 16x152mm, cat# 51-104160, lot# 3219007. Tprlc 133 t1 pps so 10x140mm, cat# 51-103100, lot# 3446079. Tprlc 133 t1 pps ho 17x154mm, cat# 51-104170, lot# 2525467. Tprlc 133 fp type1 pps ho 7.0, cat# 51-101070, lot# 3354575. Tprlc xr t1 pps 15x150mm, cat# 51-105150, lot# 2867459. Tprlc 133 fp type1 pps ho 6.0, cat# 51-101060, lot# 2552323. Tprlc 133 t1 pps ho 15x150mm, cat# 51-104150, lot# 2563641. Report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2020-00534, 0001825034-2020-00535, 0001825034-2020-00536, 0001825034-2020-00537, 0001825034-2020-00538, 0001825034-2020-00539, 0001825034-2020-00540, 0001825034-2020-00542, 0001825034-2020-00543, 0001825034-2020-00544, 0001825034-2020-00545, 0001825034-2020-00546, 0001825034-2020-00547, 0001825034-2020-00548, 0001825034-2020-00549.

Event description:
It was reported that debris was identified in sterile packages. Attempts have been made and additional information on the reported event is unavailable at this time.